Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported air in line alarm which was not reproduced. A review of the event history log identified air in line alarm. The reported condition was verified. The cause was determined to be ultrasonic was out of calibration which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had no sound. The cause was identified to be the rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.